Event description:
It was reported by the patient that they experienced "severe pain, migrated, bleeding, severe immune suppression, permanent lung damage from frequent infections from super bugs, protein losing "endopathy", severe autoimmune disease in gi tract" which required intervention, further details not included. No additional patient complications have bee reported in relation to this event.